Event description:
During thoracoscopic right upper lobectomy, the endo gia stapler, after firing successfully multiple times, on the last firing the stapler jammed and could not be opened. Despite several maneuvers to open it, it had to be pried apart to remove from tissue. There was minimal tissue trauma.====================== manufacturer response for stapler, surgical, echelon 60======================rep unable to be sure without having device to assess, though user error could have been an issue.